Event description:
It was reported that during the dialysis graft procedure, the guidewire perforated the side of the guide catheter and punctured the physician's finger. The wire was removed. A new guidewire was used and the procedure was successfully completed. No pt injuries or complications were reported. The pt tested negative for hiv and hepatitis. The physician was to be tested for hiv and hepatitis.